Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump failed occlusion at 28.12 psi (pounds per square inch), during testing. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump was occlusion tested and passed, the pressure sensor responded to pressure normally. Root cause of the reported issue is unknown as customer issue was not repeated. Replaced the downstream occlusion sensor as a preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.